Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed a system verification/test drive and could not duplicate the issue. Fse focused on master tool manipulator (mtm) control and universal surgical manipulator (usm) response, head sensors, and unintentional movement and found the system to be functioning properly. The system was tested and verified ready for use. Fse observed another procedure and found no issues during the hour it was under observation. Fse spoke with the surgeon and the surgeon stated that the issue seemed to start with the camera rotating "unexpectedly" during the reported procedure. The surgeon did not provide any additional information. A review of the site's complaint history identified a related complaint for this event. Refer to the report with patient identifier (B)(6). No image or video clip for the reported event was submitted for review. A review of the device logs for the 30-degree endoscope plus (470057-05/(B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope plus was last used on (B)(6) 2022 via system serial#(B)(4). There were 1928 uses remaining. The endoscope has been used in subsequent procedures after this event with no further issues. This complaint is being reported due to the following conclusion: the camera moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. PMA/510(k) number and adverse event are not applicable. Device manufacture date is blank because it is unknown.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report non-intuitive movement of instruments. Customer stated the 30-degree endoscope rotated unexpectedly. Surgeon had undocked all universal surgical manipulators (usm) and reseated sterile adapters before calling. Tse asked the customer to power cycle the system and verify drapes were not restricting usm movement. Tse asked customer to redock and re-install instruments. The endoscope was being used in usm2. Tse monitored surgeon progress and asked customer to call for another endoscope if issues return during surgery. Surgeon continued with case robotically with the same endoscope. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.